Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. It was found that water entered the air gas module from the compressor mini connected to the ventilator. The issue was resolved by replacing air gas module and the device has been returned to use in good working condition. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. It was determined that the issue occurred due to defective compressor mini. However, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).